Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was swollen before insertion. The sealant sleeve was cracked. The sealant was exposed. There was no reported patient injury. The device was stored as per the instructions for use (IFU). The thermal indicator was not activated. The sealant did come in contact with sterile and/or bodily fluids prior to attempting to insert. The device was not returned for analysis as it was discarded. However, one photo of the device was provided for review. The graphic material shows the distal end of a mynx vascular closure device (vcd), where the balloon appears to have no damage. A damage or anomaly could not be determined on the sealant or sealant sleeves. No additional details were observable in the graphic material provided. A product history record (phr) review of lot f2527301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-cracked¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed through analysis of the image received as there were no damages/anomalies to the device that could be noted. The exact cause of the issues experienced could not be determined. Based on the information available for review, handling of the device during device preparation most likely contributed to the issue experienced since it was reported that the sealant did come in contact with sterile and/or bodily fluids prior to attempting to insert, which can cause premature sealant swelling. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/cracked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the picture analysis, phr review, nor the available information suggests that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was swollen before insertion. The sealant sleeve was cracked. The sealant was exposed. There was no reported patient injury. The device was stored as per the IFU. The thermal indicator was no activated. The sealant did come in contact with sterile and/or bodily fluids prior to attempting to insert. The device was discarded and will not be returned.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2527301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.